Event description:
A report was received that the patient was explanted due to the device irritated her. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.